Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker had errant pacing seen on telemetry. Upon interrogation, it was noted that the device was undersensing. Programming changes were made and the patient was stable.